Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had unexpected restart. The customer's blood glucose level was 67 mg/dl. The customer was assisted in troubleshooting and it was reported that they were able to clear the alarm as well as able to complete insulin pump rewind. The customer inserted new battery into the insulin pump and the pump had unexpected restart. The insulin pump will be returned for analysis.